Event description:
It was reported that an angio-seal was deployed post diagnostic cardiac catheterization. A pre-deployment femoral arteriogram was performed. The groin was noted to have good hemostasis following angio-seal deployment without any complications. The patient was prescribed hydrocortisone, benadryl and zantac (doses unknown) pre-procedure due an iodine allergy. The next day at home, the patient had difficulty breathing and the blood pressure increased. The patient went to the emergency room. An IV was started and prednisone and benedryl were given (dosage unknown). The patient's condition improved; however, the patient still remained on benadryl. Seven days later, the patient returned to the primary physician complaining of dizziness and feeling strange. The physician stated that the patient's symptoms were related to a contrast reaction and not the angio-seal device.

Manufacturer narrative:
No product was returned. The manufacturing dates of the device was not known at this time. A follow-up medwatch will be submitted at the completion of the investigation. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient it is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.